Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system shut down twice during a procedure. Both times the issue could be improved by restarting the device and the procedure could be completed. The unit has been replaced with a loaner. There was no report of patient injury.

Manufacturer narrative:
H.10: as anticipated in the previous supplemental report, the reported issue was not correct. Through follow-up communication livanova learned that the affected device did not shut down and that it displayed an error code associated to a discrepancy between the set and actual flow value. Thus, the medical device problem code is being updated. The gas blender was returned and checked. During the intensive test performed, an error code associated set value - actual value comparison error was displayed during pre-calibration phase. Troubleshooting revealed that the air mass flow sensor was defective. The air mass flow sensor was identified to be the cause of both the error code found during calibration at manufacturer site and the error code displayed at the customer facility. The defective component was replaced, the unit was then successfully tested and shipped back to the customer in its expected function. In addition, the front panel of the unit was found to be broken and was therefore replaced.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the device serial number provided was incorrect. Through follow-up communication livanova learned the correct serial number which has been updated in the dedicated d.4 section as well as device manufacturing date in section h.4. In addition, livanova learned that the affected device displayed an error code associated to a discrepancy between the set and actual flow value.